Manufacturer narrative:
(B)(4).

Event description:
It was reported the tip of the trerotola device broke off and became lodged within the clot of the patient. A snare was used to remove the tip and no harm was caused to the patient. The patient's condition is reported as fine.

Event description:
It was reported the tip of the trerotola device broke off and became lodged within the clot of the patient. A snare was used to remove the tip and no harm was caused to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 5fr ptd catheter and lidstock for investigation. The device was returned with the basket fully retracted in the sheath. Signs of use in the form of dried biological material was observed. Visual examination revealed a portion of the pebax tip was separated from the ptd basket. Microscopic examination confirmed that the black pebax tip broke near the base of the distal basket. The metallic base was exposed. The separated pebax tip was returned. All the basket wires were intact and secured within the basket connectors. The combined length of the pebax tip measured to be 0.55118" which is within the specification limits of .5156"-.5626" per the basket wire graphic. An attempt to deploy the ptd basket was performed; however, it was immediately observed that the basket was partially stuck within sheath body. Significant force was required to free the basket. Large amounts of dried biological material were observed exiting the sample. This biomaterial contributed to the resistance. Once cleared, the basket wires deployed and retracted with little to no difficulty. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "the ptd device is not for use in stents." It also instructs the user, "if the flexible tip "folds over" itself when it encounters the sheath valve, insert the folded-over tip through the valve and pull back slightly to allow tip to unfold in open cavity of the hub. At this point, the device can be fed through the sheath into the graft." The IFU warns, "keep exposed portion of ptd catheter straight at all times to aid in successful basket deployment. Potential fatigue failure of the ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. The cumulative activation time of the ptd device in all radii should be limited to 30-60 seconds. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered (i.e. Radius of loop graft or vessel, radii < 3 cm). Do not advance ptd catheter forward during activation." The customer report of a separated ptd basket tip was confirmed by complaint investigation of the returned sample. A portion of the black pebax tip was separated from the basket assembly. The sample passed all relevant dimensional testing. A device history record review was performed, and no relevant findings were identified. Further investigation of this issue will be conducted under a CAPA. The CAPA root cause has been determined to be manufacturing (molding). Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the tip of the trerotola device broke off and became lodged within the clot of the patient. A snare was used to remove the tip and no harm was caused to the patient. The patient's condition is reported as fine.